Event description:
Allegedly the surgeon elected to remove the head and cup because the patient had pain. No corrosion was apparent and lab came back negative as to what was voiced during the case.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01071.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned.